Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. There was a kink in the line. They then instructed patient to straighten the tubing and restart the pump. The pump was then working correctly. The pump displayed reservoir volume empty in 23 hours and 15 minutes. After a few minutes the pump went back to alarming. The patient performed troubleshooting, but the pump continued to alarm. The cassette was locked so no additional trouble shooting was done. There was patient involvement, and no patient harm/adverse event reported.